Event description:
It was reported to philips that the system had no power despite circuit breakers being functional on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu fuse and restored power. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).